Event description:
On (B)(6) 2012, the lay-user/patient contacted animas alleging that the pump dispensed insulin during the load step. The patient did not allege any harm or injury because of the alleged issue. The alleged issue was not resolved with troubleshooting. The pump was replaced. Based on the information provided, this complaint is being reported due to the following conclusion: the patient claimed that the pump pushed insulin out during the load step. However, there is no evidence that the pump contributed to a serious injury. The patient did not report any blood glucose readings, symptoms, and/or treatment suggestive of a serious injury.

Manufacturer narrative:
Follow-up #1 date of submission 09/25/2012-device evaluation: the pump has been returned and evaluated by product analysis on 08/30/2012 with the following findings: evaluation revealed that during the load step the pump failed to recognize cartridge. The force sensor calibration test confirmed that the sensor was not detecting correct force. The case was cracked near the top right corner of the display. Moisture damage was visible in the display. A case leak was and moisture damage on the pcb was found.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. Correction # 2531779-03/24/2010/003-r.